Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced issues increasing stimulation and battery discharging quicker than usual. Electrode 10 showed poor connection, and "out of regulation (oor)" or "settings not available" was noted. Impedances were checked and found within normal limits on all electrodes, and connections were checked with a clinician tablet. The electrode 10, which was programmed as a cathode, was avoided by moving the cathode/anode one contact lower during device programming adjustment. The patient was able to adjust settings on the remote after this change. No symptoms, complications, adverse events, illnesses, infections, or deaths were reported. No patient complications have been reported as a result of this event.